Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a patient presented at the clinic with abdominal pain, nausea and loss of appetite. White blood cell count was 4079 and effluent culture was positive for coagulase negative staphylococcus and abiotrophia defectiva. The patient was diagnosed with peritonitis and started on gentamycin and vancomycin (dose, frequency and duration unknown). The patient returned to the clinic three days later with no improvement and was hospitalized. The pdrn stated that the patient used six cassettes that had issues with the pins falling out prior to the hospitalization and that may have contributed to the peritonitis. Details surrounding hospitalization are unknown. The patient was transitioned to hemodialysis.

Manufacturer narrative:
Correction: usage of device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported peritonitis. It is not possible to determine the source of the patient¿s infection. All dialysis treatments include a certain risk of infection because of the decreased immune defenses of patients in established renal failure and because dialysis techniques increase the potential of microbial contamination. Although a causal relationship cannot be confirmed, a temporal relationship between the patient's pd therapy and the reported peritonitis remains. Should additional new information be made available this clinical investigation will be reevaluated. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.